Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user initiated an ilet pump with a dexcom g7 cgm and received an alert indicating the cgm was not paired; troubleshooting was completed to switch cgm settings and reenter the g7 pairing code, with education that pairing could take 15¿30 minutes and to call back if unsuccessful. Symptoms included sustained hyperglycemia with cgm readings indicating high and alerts for elevated glucose over 90 minutes, without reported ketone testing or medical intervention. Outcomes included prolonged elevated glucose for approximately 12 hours without use of back-up therapy and without reported clinical complications. Investigation included technical support guidance, device settings review for cgm model selection, and user education on pairing steps and monitoring. Investigation of this case revealed an initial pairing failure between the cgm and ilet that was addressed through configuration adjustment and reentry of the pairing code. It was concluded that the event involved a cgm pairing failure leading to prolonged hyperglycemia, with user monitoring and follow-up advised. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.